Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: march 29, 2016. (B)(4).

Event description:
End user reported peristomal redness and burning under the entire mass. He has had intermittent redness since having his stoma placed in 2008. He experienced a small amount of bleeding from a small spot on his peristomal skin when he was changing his wafer, a (B)(4) was applied to the area and the bleeding resolved. Additionally, the end user was prescribed an anti-fungal medication by a physician.